Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a percutaneous endoscopic gastrostomy replacement procedure. Procedure date is unknown. According to the complainant, upon removing the placed device, the internal bolster became partially torn between the tube and the bolster. After it was completely removed the physician pulled the internal bolster and it became detached from the tube. The new securi-t percutaneous replacement gastrostomy tube was placed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the device revealed that the c-clamp, feeding and medicine ports were closed. The external bolster was located at the 3.5 cm mark and was without issue. The internal bolster was found to be separated from the device and was not returned. Remnants of the bolster remained on the end of the tubing. Although the internal bolster was not returned for analysis, it appears that it was securely molded to the tubing. The tubing did not present evidence of material degradation during implantation. It was noted that the condition of the returned unit was consistent with the complaint incident that the bolster detached/separated. Therefore, the most probable root cause is "operational context."

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a percutaneous endoscopic gastrostomy replacement procedure. Procedure date is unknown. According to the complainant, upon removing the placed device, the internal bolster became partially torn between the tube and the bolster. After it was completely removed the physician pulled the internal bolster and it became detached from the tube. The new securi-t percutaneous replacement gastrostomy tube was placed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.